Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with cracked battery tube threads.

Event description:
It was reported by customer's daughter, the customer was hospitalized due to high blood glucose. Customer treated with manual injections and blood glucose came down. Customer stated when she attempts correction with insulin pump; blood glucose does not come down and she reverts to manual injections. Customer also mentioned this episode occurred the previous week, treated with manual injections 10units every hour. During the time of hospitalization, customer's blood glucose was 648mg/dl. During the hospitalization the customer's meter showed 600mg/dl and blood test was 648mg/dl. Customer was treated with IV and monitored blood glucose every 15 minutes, until it came down. Customer was wearing the insulin pump during hospitalization. Customer declined to check for air bubbles. Assisted with performing the high pressure test and the insulin pump did not alarm. Customer's current blood glucose was 222mg/dl. Advised customer the insulin pump will be replaced and to revert to back up plan.